Event description:
The customer questioned the three (3) patient results for ion selective electrode chemistries due to negative anion gap values on their dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found ise precision results failing. The fse replaced the ratio pump to resolve the issue. The fse performed ise calibration integrity assessment and verification, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).